Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient has experienced syncopal events. The patient originally had a competitive loop recorder which identified pacing pauses with no associated stored episodes in the device. The minute ventilation (mv) feature was programmed off and one month later, the patient experienced the most recent syncopal event which resulted in a car accident. It was reported that the right ventricular automatic capture (rvac) and right ventricular automatic threshold (rvat) testing had been programmed off so capture and threshold measurements could not be assessed. The caller also noted decreased sensing measurements on the atrial channel which could be an indication of atrial fibrillation (af); however, there was very little stored af events. No adverse patient effects were reported.